Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During a cardiac arrest call, the customer reported that a fully charged autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. Another autopulse li-ion battery was quickly inserted into the autopulse platform and functioned properly. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.